Event description:
Customer reported on a bravo capsule that failed to attach. Customer stated that the physician was in the process of placing the bravo capsule and the plunger/clip broke. The physician used another capsule, and it worked as it is suppose to. The pt did not have any adverse effect following the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.